Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 20-nov-2024 investigation summary during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 4275266 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing, including sleeve attributes, performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 4275266. Retention samples from batch 4275266 were not available for inspection. Two unopened sleeves (20 plates) from batch 4275266 were returned in a box with paper padding. Both sleeves returned did not have a sleeve label. Plates were inspected and 20/20 plates had a complete and legible plate print (time stamps 1943 and 1949). One photo also was received for investigation. The photo shows five sleeves of medium red agar plates with no sleeve label visible. It is noted that this product is packaged into sleeves and labeled via an automated process. If a failure in the sleeve labeling process occurs, each plate of this product is labeled so the media type, batch number and expiration date are readily available. This complaint can be confirmed for missing sleeve labels. No complaint trend has been identified for labeling; no actions are indicated at this time per bd procedures. Bd will continue to trend complaints for labeling.

Event description:
It was reported prior to using bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) that two (2) sleeves of media were missing the product label. There was no health impact or consequence reported.

Event description:
It was reported prior to using bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) that two (2) sleeves of media were missing the product label. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.